Event description:
Hamilton medical ag received the following incident description: problem: "exhalation valve occluded" stopped working while on patient.

Manufacturer narrative:
Red tag with the event description attached to ventilator was discovered in the equipment room during preventive maintenance of the devices. Further information was requested from the hospital. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
Red tag with the event description attached to ventilator was discovered in the equipment room during preventive maintenance of the devices. Further information was requested from the hospital.

Event description:
Hamilton medical ag received the following incident description: problem: "exhalation valve occluded" stopped working while on patient.